Manufacturer narrative:
Section d4: updated serial number manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was not confirmed. The mpu (serial #: (B)(6) was returned for analysis to the european distribution center and was evaluated and tested. The system functioned as intended. The reported event was unable to be reproduced. Additional provided information communicated on 15aug2023 by annelies kuijs stated that there were no log files available for review. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6) and the mpu was found to pass all manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that when the patient changed power sources from batteries to mobile power unit (mpu) the controller would alarm for low power. The mpu was exchanged and the issue resolved.